Manufacturer narrative:
Method: risk assessment: results: device history review, device evaluation, complaint history review could not be performed as the reported device was not properly identified. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported by a lawyer that the patient, due a domestic accident on (B)(6) 2011, underwent an emergency arthrodesis. After a year, both stabilization bars are broken. The patient asked to an expert to do an assessment about the event and in the report which is as specified: "without other accidental events such as another fall, even trivial, after almost a year both fixing and stabilizing bars broke at the same level in a spontaneous way. All this caused the execution of two additional surgeries, the first complicated by a modest infection of the surgical wound and a fracture of the anterior inferior portion of the 12th thoracic vertebra (indicated by MRI performed on (B)(6) 2012 and confirmed by that performed dated (B)(6) 2013) for the appearance of a kyphosis d12-l1. Although the breakdown of the synthesys devices is a fact that can complicate operations such as those suffered by (B)(6), his young age, lack of previous vertebral malformations, the absence of additional traumatic events and the correct implementation of the action, suggest that the aforementioned break is at least attributable to a structural failure of the fixation rods, failure most likely attributable to the absence of production and / or intrinsic defect of the same metallic materials ... All this caused an unjust and therefore compensable harm to the person causing a greatest period of illness, a greater biological damage of a permanent nature, more psycho-physical suffering and not minimum healthcare costs. " the lawyer asks the pecuniary and non-pecuniary damages.

Event description:
It was reported by a lawyer that the patient, due a domestic accident on (B)(6) 2011, underwent an emergency arthrodesis. After a year, both stabilization bars are broken. The patient asked to an expert to do an assessment about the event and in the report which is as specified: "without other accidental events such as another fall, even trivial, after almost a year both fixing and stabilizing bars broke at the same level in a spontaneous way. All this caused the execution of two additional surgeries, the first complicated by a modest infection of the surgical wound and a fracture of the anterior inferior portion of the 12th thoracic vertebra (indicated by MRI performed on (B)(6) 2012 and confirmed by that performed dated (B)(6) 2013) for the appearance of a kyphosis d12-l1. Although the breakdown of the synthesys devices is a fact that can complicate operations such as those suffered by (B)(6)., his young age, lack of previous vertebral malformations, the absence of additional traumatic events and the correct implementation of the action, suggest that the aforementioned break is at least attributable to a structural failure of the fixation rods, failure most likely attributable to the absence of production and / or intrinsic defect of the same metallic materials ... All this caused an unjust and therefore compensable harm to the person causing a greatest period of illness, a greater biological damage of a permanent nature, more psycho-physical suffering and not minimum healthcare costs. " the lawyer asks the pecuniary and non-pecuniary damages.